Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the functional testing revealed that the device did not function properly. The root cause is undetermined. The device was repaired by replacing several components.

Event description:
The customer returned the device reporting the lock device for cutting burrs is defective. This is report 1 of 1 for complaint (B)(4).